Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low %hba1c results generated by the synchron cx9 alx instrument. The initial patient results were in the range 5.2-7.7% and were questioned by the physicians. The samples were rerun and the rerun results were higher- in the range 6.6-9.1% (see b6). Amended reports were issued.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in edta plasma tubes. Prior to reporting, the qc results were within range.a field service engineer (fse) was on-site. Fse addressed the hba1c imprecision by replacing several top end hardware components and by cleaning and performing some repairs. All repairs were verified by claibration, qc and precision runs. All results met specifications.a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.